Event description:
The hospital reported no changes in patient anticoagulation. A reduction in pump flow was reported. The patient was stable. It was expected that the pump would be returned.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 lvas, serial number (B)(6) confirmed a kink in the sealed outflow graft. Although a specific cause for the observed outflow graft distortion could not conclusively be determined through this evaluation, the distortion could have contributed to the reported low flow alarms observed in the submitted log files. (B)(6) was returned assembled with the pump cable severed approximately 9.5¿ from the pump housing, a distal segment measuring approximately 16¿ was returned. The modular cable was also returned. The sealed outflow graft with bend relief was returned attached to the pump cover outlet port with the bend relief engaged to the graft attachment. Three distal segments of sealed outflow graft were returned. The apical cuff was not returned. Upon removal of the bend relief, a kink was observed in the graft material. A large accumulation of tissue ingrowth was observed on the graft material covering the kink. The tissue ingrowth appeared to have formed around the kink, suggesting that the graft had been distorted for an undetermined amount of time while the pump was supporting the patient. The lumen of the outflow graft revealed no evidence of developed or adhered depositions or thrombus formations. The observed kink in the outflow graft appeared to slightly obstruct the flow of blood, which could have potentially contributed to a flow issue. A specific cause of this finding and exact duration of time that the kink was present during support could not conclusively be determined through this evaluation. Upon disassembly of the returned pump, visual examination of the pump¿s blood-contacting surfaces revealed no evidence of adhered or developed depositions or thrombus formations that would have contributed to a functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The account¿s submitted log files, as well as the retrieved lvad event and periodic log files from the returned device, captured persistent low flow events. Despite these events, the pump appeared to function as intended. (B)(6) was cleaned, rebuilt and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) (rev. G) and the heartmate 3 lvas patient handbook (rev. G) are currently available. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. Section 8 ¿equipment storage and care¿ in the IFU states that a damp cloth can be used to clean exterior surfaces of the external parts of the equipment. Water, with or without a mild dish soap, may be used as a surface cleaner. Section 8 also warns that patients should never submerge the driveline in water or liquid. Section 6 ¿caring for the equipment¿ in the patient handbook also outlines proper driveline maintenance for the patient. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 lvas, serial number: (B)(6) confirmed a kink in the sealed outflow graft. Although a specific cause for the observed outflow graft distortion could not conclusively be determined through this evaluation, the distortion could have contributed to the reported low flow alarms observed in the submitted log files. (B)(6) was returned assembled with the pump cable severed approximately 9.5¿ from the pump housing, a distal segment measuring approximately 16¿ was returned. The modular cable was also returned. The sealed outflow graft with bend relief was returned attached to the pump cover outlet port with the bend relief engaged to the graft attachment. Three distal segments of sealed outflow graft were returned. The apical cuff was not returned. Upon removal of the bend relief, a kink was observed in the graft material. A large accumulation of tissue ingrowth was observed on the graft material covering the kink. The tissue ingrowth appeared to have formed around the kink, suggesting that the graft had been distorted for an undetermined amount of time while the pump was supporting the patient. The lumen of the outflow graft revealed no evidence of developed or adhered depositions or thrombus formations. The observed kink in the outflow graft appeared to slightly obstruct the flow of blood, which could have potentially contributed to a flow issue. A specific cause of this finding and exact duration of time that the kink was present during support could not conclusively be determined through this evaluation. Upon disassembly of the returned pump, visual examination of the pump¿s blood-contacting surfaces revealed no evidence of adhered or developed depositions or thrombus formations that would have contributed to a functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The account¿s submitted log files as well as the retrieved lvad event and periodic log files from the returned device captured persistent low flow events. Despite these events, the pump appeared to function as intended. (B)(6) was cleaned, rebuilt and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. Incidental findings: superficial damage and brown discoloration to the pump cable bend relief. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 23may2017. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. Section 8 ¿equipment storage and care¿ in the IFU states that a damp cloth can be used to clean exterior surfaces of the external parts of the equipment. Water, with or without a mild dish soap, may be used as a surface cleaner. Section 8 also warns that patients should never submerge the driveline in water or liquid. Section 6 ¿caring for the equipment¿ in the patient handbook also outlines proper driveline maintenance for the patient. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented with low flow alarms. A review of the log file showed a continuous flow reduction over the past 14 days. A computed tomography (CT) scan was performed. The CT scan showed a narrowing/occlusion in part of the outflow graft. The patient was quickly operated on. The pump was exchanged.